Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported issue. The device evaluation is currently in progress. The evaluation results will be submitted in a supplemental report.

Event description:
The physician reports performing cataract surgery with attempted implantation of the (B)(4) intraocular lens. According to provided information, during iol insertion there was a possible capsule tear. The lens was explanted and a vitrectomy was performed. An anterior chamber lens was implanted. Additional information has been requested.